Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis a labeled winding former with a needle/suture piece of product code w9962, lot pdcbrtb0. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The sutures examined along of the strand and the ends were damaged (busted) and had a knot. This knot appears to be made by the user. This kind of knots are not related with our process. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling. It was received for analysis four unopened samples of product code w9962, lot pdcbrtb0. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-89787. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a surgery of episiotomy and repair on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing at the time of knotting by slight pull. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was reported. No additional information could be provided.